Manufacturer narrative:
The reported event of skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the ablation procedure, after the transseptal puncture the needle was removed and a piece of plastic was seen at the tip, presumably sheared off from the inside of the dilator. The sheath and needle were both replaced and the procedure was completed with no adverse consequences to the patient.